Event description:
The pt noticed a loss of stimulation about (B)(6) ago and stated that stimulation was turning off. A MFR's rep met with the pt and reported a power on reset (por) condition. The rep measured the impedances and found the neurostimulator battery was okay. Reprogramming was planned. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).